Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient reported blood glucose levels ranging from 66 to 461 mg/dl with no reported symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: the keypad is peeling at the up arrow. All of the button contacts respond properly. Removed the keypad and found contamination under the contrast button contact.